Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing. Technical services (ts) reviewed the stored data and determined that the recorded an atrial tachy response (atr) episode was consistent with far-field oversensing on the atrial channel, resulting in a false atr detection. Ts provided reprogramming recommended increasing the atrial blanking period and adjust sensitivity. No adverse patient effects were reported. This crt-d remains in service.